Event description:
It was reported "IV fluids noted to be leaking out of introducer". The introducer had been inserted on (B)(6) 2023 in the right internal jugular and a pulmonary artery catheter had been inserted through the introducer. No patient harm reported. The introducer was removed. The patient was reported to be discharged from hospital.

Manufacturer narrative:
(B)(4). The customer report of sheath leak could not be confirmed through investigation of the returned sample. The customer returned one mac catheter with its obturator for analysis. Signs of use in the form of biomaterial were observed. Visual analysis of the catheter did not reveal any obvious defects or anomalies. The outer diameter (od) of the distal extension line measured 4.744mm via calibrated micrometer which was within the specification limits of 4.70mm-4.80mm per the distal extension line extrusion product drawing. The inner diameter (ID) of the distal extension line measured 0.118" via calibrated pin gauge, or 2.9972mm, which was within the specification limits of 2.90mm-3.00mm per the distal extension line extrusion product drawing. The od of the proximal extension line measured 2.933mm via calibrated micrometer, which was within the specification limits of 2.90mm-3.00mm per the proximal extension line extrusion product drawing. The ID of the distal extension line measured 0.085" via calibrated pin gauge, or 2.159mm, which was within the specification limits of 2.11mm-2.21mm per the proximal extension line extrusion product drawing. The valve and mac device were leak tested according to three different parameters. Low pressure leak resistance test states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The mac catheter was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed. For liquid leakage test, hemostasis valve with mac companion was inserted. The parameters from the low-pressure leak resistance test were repeated with a lab inventory mac companion inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed. High pressure leak resistance test states, "when tested in accordance with iso, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop." With both the distal end of the sheath and the hemostasis valve occluded with the returned obturator, the device was pressurized to 300kpa for 30 seconds. No leaks were detected from any portion of the mac, which indicated that the assembly was intact. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of access device to minimize the risk of cutting or damaging device or impeding device flow". The catheter passed all relevant dimensional and functional requirements including leak testing performed per iso. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "IV fluids noted to be leaking out of introducer". The introducer had been inserted on (B)(6) 2023 in the right internal jugular and a pulmonary artery catheter had been inserted through the introducer. No patient harm reported. The introducer was removed. The patient was reported to be discharged from hospital.